Manufacturer narrative:
(B)(4); as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient received an inappropriate shock due to twave oversensing. It was noted that the patient was in a verbal altercation at the time of the shock which may have allowed for positional changes. The inappropriate shock placed the patient into ventricular fibrillation (vf), which was treated and converted appropriately. The vector was manually reprogrammed and the subcutaneous implantable cardioverter defibrillator (s-ICD) remains in service. No adverse patient effects were reported.